Event description:
Info rec'd indicates the technician could not get a ground reading on the bed.

Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.